Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a short in the wire harness of the attached modem. The modem was replaced to resolve the reported issue.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.